Manufacturer narrative:
Additional contact: (B)(6). A getinge field service engineer (fse) stated as per my previous inspection report I have observed the machine & found its working ok after continuously charging its working ok & user taken for use. Machine handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units internal battery is not charging. There was no patient involvement.